Event description:
It was reported that approximately four months following implant, the patient presented to the emergency room due to weakness and breathlessness. An echocardiogram revealed a pericardial effusion and the electrocardiogram (ECG) indicated atrial fibrillation (af). The patient was admitted to the intensive care unit (ICU) for five days and transferred to the rhythm department for surveillance. Medications were administered and a pericardial drainage was performed. The cardiac resynchronization therapy (crt) system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.